Manufacturer narrative:
Concomitant medical products: product ID 3878-60, lot# v465866, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID 3877-60, lot# va068g9, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_lead, lot# 3312, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-60, lot# v465866, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3877-60, lot# va068g9, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Product ID: neu_unknown_lead. Lot# 3312. Product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed lead body conductor was broken at twist lock anchor site. Device analysis for lead (B)(4) revealed lead body conductor was broken at twist lock anchor site.

Event description:
It was reported the failed back surgery syndrome patient visited their healthcare provider (hcp) because they were ¿not feeling paresthesia anymore.¿ the patient had not experienced any car accidents prior to the event, though it was noted the patient made frequent twisting movements due to his job. Impedance testing was performed and found that all 16 electrodes on the patient¿s two leads were ¿high.¿ the patient¿s hcp replaced the ¿broken leads¿ at that time as a result. The lead fractures were stated to have occurred ¿where the anchor was placed.¿ it was noted the hcp had ¿checked every connection separately¿ during the replacement procedure; however, the impedance issue was not resolved. Impedance testing was again performed following the replacement procedure and found the ¿high impedance problem was solved¿ and the ¿patient felt the paresthesia again and his pain had gone.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3878-60, lot # v465866, implanted: (B)(6) 2012, explanted: (B)(6) 2015 product type lead; product ID 3877-60, lot # va068g9, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead. (B)(4).